Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt connector was damaged.